Event description:
The field service rep (fsr) reported during preventative maintenance (pm) of the device, the alarm would not sound. Since this was found during pm, there was no pt involvement.

Manufacturer narrative:
This complaint is confirmed by the field service rep (fsr). The fsr removed and replaced the suspect alarm level sensor. With the new level sensor installed, the system performed to MFR's specs. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.